Event description:
It was reported that the pc unit needed a new battery. Per customer, no further information will be provided.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 10/30/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6), which did confirm similar complaints with the same or related failure mode for this customer. The root cause for the reported issue that the pc unit needed a new battery was not determined because no product or device logs were returned. The reported issue that the pc unit needed a new battery could not be confirmed; no product or device logs were returned for investigation. H3 other text : device was not returned.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the pc unit needed a new battery. Per customer, no further information will be provided.